Event description:
It was reported that during implant the atrial setscrew could not be tightened and the loose connection caused incorrect electrical measurements. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of difficulty tightening setscrew was confirmed in the laboratory. The atrial setscrew could not fully be tightened. The atrial hex inset was stripped and silicone pieces that origins from the atrial septum was present inside the atrial hex inset. The atrial setscrew could not be actuated even through the silicone pieces were removed.